Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. No changes have been performed as the patient has been scheduled for a therapy upgrade in the future. At this time, this lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).